Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:device alarmed with "panel connection lost"

Event description:
Hamilton medical ag received the following incident description:device alarmed with "panel connection lost"

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: device alarmed with "panel connection lost".

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 were updated with full UDI information as requested. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: "panel connection lost" alarm indicates that a problem has occurred with the communication between the screen and the ventilator unit. The possible root causes for this issue are problems with the esm board or the cable connection between the screen and the ventilator. A service engineer checked both of them on site and found that the ventilator unit (vu) esm board needed to be replaced. The esm board was replaced, software maintenance was performed. The issue was resolved and the ventilator is back in operation.